Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A replacement system was implanted on the contralateral side. It was further ported the patient had ongoing oozing of blood from incision site following implant procedure which progressed to partial wound dehiscence. A pocket revision was performed and no signs of infection were observed however wound cultures grew pan-susceptible e. Coli and the system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.